Event description:
It was reported by a surgeon that a vns patient's generator was replaced prophylactically. The generator's output was programmed lower prior to surgery to conserve battery. The generator was returned to MFR where product analysis was completed. The results of diagnostic testing indicated the device was operating properly. In the pa lab, the final electrical test identified open feed-thru capacitors. The open capacitors were isolated to open connection between the positive and negative feed-thru wires and the silver polyimide connection on the feed-thru capacitor. The feed-thru capacitors provide emi protection.